Event description:
In 2008, the patient reported that "3.00" and "77" were displayed on the screen of her infusion device. The patient is legally blind and was not able to read the lot number or expiration date on the power pack. She stated that the power pack had been in use for "quite a while." She stated that she was aware of the power pack recall and she has been using up her supply or recalled power packs that she accumulated. She was advised to discard all of her power packs. She inserted a new power pack into the infusion device and it functioned properly. No physiological effects were reported. The patient was sent corrected power packs. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.